Event description:
It was reported that during a stapled hemorroidopexy procedure, the device was fired and the feeling was as usual as reported from the surgeon. When the stapler was removed from the anal canal and the staple line was examined, the surgeon found that there was one staple malformed and the leg was pointing out of the staple line. The surgeon wondered why there was a malformed staple. The surgeon sutured the point that an open staple leg was found. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.